Event description:
The customer contact reported the device touchscreen was non responsive. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen response was intermittent and the touchscreen key alignment was off-centered. The probable cause was due to a broken device touchscreen. This was due to contamination on touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. The probable cause of ingress may be due to use of the device in the customer environment. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.